Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a pinnacle was implanted on (B)(6) 2016 and an obtryx ii was implanted on an unspecified date. The patient experienced complications, surgical and nonsurgical treatment. Patient symptoms include: eep (erosion/extrusion/protrusion of the mesh); back pain; vaginal pain; pelvic pain; groin pain; anal pain; rectal pain; thigh pain; inability to have intercourse; recurrent incontinence; aggravated incontinence; psychiatric injury surgical interventions: on an unspecified date the patient underwent further surgery regarding the pinnacle implant for the following purpose: anterior and poserior repair with excision of mesh and sacroseinous hitch. Nonsurgical treatments: on (B)(6) 2016 the patient commenced pain medication: opiods for: pain relief. On (B)(6) 2021 the patient commenced incontinence medication: ditropan for: urinary incontinence. On (B)(6) 2016 the patient commenced psychological medication: prozac for: depression. The patient was treated with physiotherapy treatment (including pelvic floor exercises or training). On (B)(6) 2016 the patient commenced topical treatment (including oestrogen cream): livial for: oestrogen tablets. The patient was treated with pain medication. Device 2 of 2